Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. No blood was noted inside the helix. After applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2022-48104 it was reported that when the right ventricular (rv) leads were opened, the helix would not extend after multiple attempts, and torque was built up on the leads. The helix was only able to extend when moving the stylet back and forth. The physician chose to use another rv lead. Neither of the two leads was placed in the patient.